Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was damaged. A glass of water was spilled on the insulin pump. The insulin pump made a beep noise and stopped working. The customer's blood glucose level was not reported. The product will return. Nothing further to report.